Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air was observed when using the faradrive steerable sheath clear. During preparation, the sheath was prepped and advanced into the left atrium. The non-boston scientific mapping catheter was inserted into the sheath and air was aspirated. The non-boston scientific mapping catheter was used to map the left atrium and then removed. The farawave catheter was inserted into the sheath and attempts were made to aspirate air, but air continued to be pulled from the sheath. The sheath was free floating in the left atrium on intracardiac echocardiography (ice). Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The sheath is not expected to return as it was disposed.